Event description:
It was reported that the patient was implanted an a.s. Glenoid m cemented on (B)(6) 2014 on the left side. It was reported that 1mm of glenoid radiolucency has been identified on xrays and that the patient is actually being monitored.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend was identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Device analysis: the device was not returned for investigation. Review of event description: mmi independent radiology observed 1mm glenoid radiolucency. Site later confirmed finding. Review of incoming information: x-rays were available for investigation. Three preoperative x-rays were dated (B)(6) 2014, 3 x-rays were dated (B)(6) 2014, 3 x-rays were dated (B)(6) 2015 and 3 x-rays dated (B)(6) 2015. On all x-rays the correct positioning of the anatomical shoulder glenoid and of the sidus head could be observed. The implant size and positioning were anatomically correct. On the ap internal x-ray dated (B)(6) 2015, at 6 months follow-up, and on the ap x-rays dated (B)(6) 2015 a little radiolucency area was partially visible around the cemented pegs of the glenoid component (between bone cement and bone). Review of surgical notes: the surgical report dated (B)(6) 2014 was returned for evaluation. The surgical notes described the use of the correct procedure. High viscosity cement was used. The notes of the follow-up visits dated (B)(6) 2014, (B)(6) 2014, (B)(6) 2015 and (B)(6) 2015 were also returned. The visits reported good outcome and no concerns. Possible causes for the reported event according to dfmea : loosening or aseptic loosening due to wrong geometry of peg, wrong positioning, insufficient bone or due to wrong radii combination, normal use, overload, wrong positioning. Not possible as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Adverse body reaction due to material not biocompatible or due to bioincompatible due to harmful leachables from implant material. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicated that there was no material fault. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible as the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Surgery failure due to insufficient, unavailable or over complicated surgical technique or due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible as surgical technique contains all information. Additionally, the x-rays showed the correct anatomical positioning and the correct choice of the size of the implants. Damage to bone through intraoperative corrections affect performance in-vivo due to intraoperative corrections might contribute to poor long-term results. Not possible as the x-rays showed the correct anatomical positioning and he correct choice of the size of the implants. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the x-rays showed some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).